Manufacturer narrative:
Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle length (dimension) and unable to operate due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle there was an issue with the needle length. It was stated ¿there is a decreased length of the needle from 13mm to 6mm. In addition, intradermal injection for numbing IV site as angle is too steep with the plastic holding needle housing cannot be completed.¿ there was no report of injury or further medical intervention.